Event description:
It was reported by the patient, she had bilateral tka done on (B)(6) 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6) 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. Patient would like to know if implants are of recall.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 2; cat# 5521-b-200 ; lot# enpz. Triathlon ps fem comp #2r-cem; cat# 5515f202 ; lot# sylfa. Triathlon asymmetric x3 patella; cat# 5551-g-320 ; lot# yt8y. Triathlon fix. Peg 2 per pk; cat# 5575x000 ; lot# s4tkx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This MDR report is a duplicate. Please see h10 for details. It was reported by the patient, she had bilateral tka done on (B)(6), 2011. The patient stated she started to experience pain on both knees since her surgery. Patient stated its hard to get up and down from a chair. The patient stated her right knee is worse than the left. Patient's right knee was revised on (B)(6), 2013. The patient stated she is still experiencing pain on both knees and her pain hasn't gotten better. Patient is not able to climb steps without assistance. Patient would like to know if implants are of recall.

Manufacturer narrative:
MFR report # 0002249697-2022-00577 was found to be a duplicate of MFR report #0002249697-2013-02399. Any additional information for this event will be provided under MFR report #0002249697-2013-02399.